Event description:
On (B)(6) 2014, the patient contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/28/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/10/2014 with the following findings: a call service alarm was observed in the black box on the reported event date of 02/23/2014. The time and date was accurately set at the start of investigation. The rewind, prime and load steps were successfully performed on the pump with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms. The pump was opened; moisture corrosion was observed on the motor flex connector. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.